Event description:
I was shocked that it didn't even last 3 days! I thought we would get at least a month out of it! Terrible. Guess we will try the name brand one our dentist recommended next time.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause of actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.